Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited loss of capture and high pacing impedance. The lv lead was not implanted. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.